Manufacturer narrative:
Product ID 37081-40, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type extension product ID 37081-60, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
Analysis of the extension (extn 37081-40 octad 1x8, serial #njb134385v) found no anomalies. The returned extension was tested wtih a known good lead and screen cable. The extension proximal end was connected to the screening cable, while the lead distal end was placed in a 0.9% saline solution. Using a clinician programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Event description:
It was reported high impedances were found on electrodes 0-7 during a procedure. The extension was replaced however high impedances were found on electrode 10 on the new lead but it was possible to program around and the therapy was effective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.